Event description:
The customer stated that she was not getting a response from her buttons. She removed the battery, cleaned the battery cap and put in a new battery and the insulin pump alarmed failed battery test. The blood glucose reading was 278 mg/dl. The patient stated that she would treat with manual injections. In troubleshooting, the insulin pump alarmed failed battery test again. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.